Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400mg/dl range and a correction bolus was administered to address the bg level. Reportedly, the customer believed that the main reason for the occlusions was due to the gel-like insulin exiting the cartridge. The customer has not had any issues with infusion set sites. The customer was able to resolve the past occlusion alarms by changing out all of their supplies. The customer was to change out all of their supplies to resolve their current occlusion alarm.